Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer stated they could not clear alarm. It was also found the buttons on the customer's insulin pump was unresponsive. The customer's blood glucose was unknown. Troubleshooting could not occur at the time of the call. No additional information provided.